Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose was 196 mg/dl when he woke up and his blood glucose was over 500 mg/dl over an hour ago. Customer stated that he feels as if he was just run over by the bus. Customer also stated that he called his doctor and was on his way to the hospital. Customer mentioned that his pump was not working for him. Customer asked questions in regards to the infusion set. No insulin smell or no delivery alerts were confirmed and it appears to be delivering insulin. Customer was advised to contact trainer in regards to infusion set samples. It is not common for a customer to have a blood glucose level over 500 mg/dl. Customer stated that he was pulled over. Customer was offered to have 911 called, but he declined and hung up the call. Customer was called back but did not answer. Customer seemed confused and was not able to tell the helpline representative where he was. No additional information provided.